Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels (value not provided). The customer alleged that the pump was not delivering insulin properly; however this could not be confirmed as customer completed troubleshooting with healthcare provider prior to reporting the issue to tandem technical support. Reportedly, the customer continued to use the pump for insulin therapy until a replacement pump arrives.